Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. There were no issues with any other tests. The first sample initially resulted with a psa value of < 0.002 ng/ml. The sample was repeated twice, resulting as 4.0 ng/ml and 4.0 ng/ml. The second sample initially resulted with a psa value of < 0.002 ng/ml. The sample was repeated twice, resulting as 7.0 ng/ml and 7.0 ng/ml. No adverse events were alleged to have occurred with the patients. The psa reagent lot number and expiration date were asked for, but not provided. Based on the provided information, an assay related issue could not be detected. The investigation could not identify a product problem. The cause of the event could not be determined.